Manufacturer narrative:
The device is still on the way to the manufacturer and has not yet arrived. As soon as it is available the investigation will be started and; results will be provided in a follow-up report.

Event description:
The following was reported: "on an not exactly reported date end of (B)(6)/beginning of (B)(6) 2015 the (B)(6) has filled suprane in an evaporator of the manufacturer "dräger" (code not known, sn (B)(4)) which is licensed for the utilization with suprane. At some not exactly described stage of the handling suprane gas squirted in her eyes. She went to eye hospital and she is completely alright again."

Manufacturer narrative:
The device was tested against full scope of specifications and exhibited some minor nonconformities which have no causal connection to the reported event. No observations were made with the filling mechanism of the d-vapor. Fifteen filling cycles have been provided with different desflurane containers without being able to duplicate the reported squirting or splashing. The involved container was not made available. The device owner (B)(4) has made three attempts to obtain further details about the special circumstances of occurrence but those were not responded to. Reflecting that no faults were found with the device in a detailed investigation, the most likely explanation for the user's experience is that the container was moved out of the device too quickly after the filling had ended. The filling procedure described in the IFU requires to wait for two to three seconds after end of filling before removing the bottle finally. This ensures in the final stage that the small amount of substance which is still located between the closed container valve and the open tank valve can rinse into the tank. Otherwise with removing the bottle too fast, this small amount is left outside the closed tank in the filling adapter and suddenly evaporates. No consequences resulted from the operator's exposition to desflurane. Draeger has received other similar reports in the past - in none of the cases a technical issue was found with the d-vapor that could have caused or contributed to the particular event. Comparing to appox. 60.000 units sold and the huge number of filling cycles that will have been provided with the installed base, the reported number of incidents is extremely low.

Event description:
Please see MDR initial-report #9611500-2016-00009.